Event description:
Event reported as "suspected port leak of lap-band."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 01/06/09. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damage from a sharp instrument, consistent with surgical damage, to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). This damage is likely to have occurred during surgery to remove the port. There was no indication of wear related damage to this portion if the lap-band system returned. Performance tests indicate no leakage at the access port or access port tubing. The lab was unable to duplicate or confirm the reported event. There is no other information available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."